Event description:
Patient reported experiencing symptoms of vomiting, diarrhea, cold sweats, dizziness, and loss of consciousness (less than 1 minute) several hours after being administered hydent, an aerosol denture articulation paste. The patient reported experiencing symptoms after each administration, with the second administration producing more severe symptoms than the first. The patient sought medical attention several days after the last appearance of the symptoms. Please note: this is a re-submission of the original report sent (B)(4) 2011.

Manufacturer narrative:
Contents of hydent: soybean oil, zinc oxide, mint flavor, aerosol propellant.